Manufacturer narrative:
H3: product analysis: analysis summary: evaluation determined that the tool was sharply deformed near the break and exhibited signs of excessive heat. The likely cause was identified as inadequate irrigation causing excessive heat and a reduction of material strength at the neck of the tool. This reduction of strength caused torsional plastic deformation just prior to final fracture. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in neurosurgery block, during the placement of a flap (cranial prosthesis), the head of the tool broke off in the prosthesis, resulting in the rupture of part of the implant. The head of the tool was removed and another tool of a different diameter was used to continue the procedure. This resulted in a longer procedure. No patient impact reported. On follow-up it was reported that there is no patient or staff impact associated with this device, no broken fragments left in the patient and there was an procedure delay of around 30 minutes. It was also reported that during the delay they removed the fragments, took another bur and implant and the procedure was completed with another implant. The patient is doing fine after the operation. It was also reported that the CT scan was performed and there wasn¿t any fragments left inside the patient.